Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7149448/7149794.

Event description:
It was reported that the patient had an infection at the incision sites. The patient was placed on antibiotics.

Event description:
It was reported that the patient had an infection at the incision sites. The patient was placed on antibiotics. Additional information was received that the patient had symptoms of redness at the incision sites. It was unknown if the infection was device related, however, the physician believed it was not procedure related. The patient was improving with antibiotics.